Manufacturer narrative:
E1: facility name (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed error code 46876, displaying a red screen and triangles. Per reporter, the battery door was opened/closed, pump powered back on, but it had then alarmed to 'remove and reattach cassette.' The lever was locked in place, preventing the patient from removing the cassette. Per reporter, the battery door was opened again, ensured the cassette was fully flush with the pump, and the lever was securely closed. The pump was powered back on, but the alarm persisted. The patient was redirected to the clinic. The event occurred while in use with a patient at patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.